Event description:
It was reported that during a meniscal repair procedure, the first anchor deployed normally. When making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device goes down without resistance and doesn¿t deploy the second anchor, even after several attempts. T1 was removed from the patient. A backup device was available to complete the procedure. Delay was approximately 7 min with no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needles or were returned for examination. Visual assessment of the device shows the needle is bent. The actuator is in its t2 post deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.